Event description:
During a als transport medic's lp12 began to malfunction. The lp12 continued to reboot several times interrupting the EKG reading / spo2 / bp. There was no negative impact on the patient during the transport. Patient was turned over to the ER with no compromise.